Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml ethyl vinyl acetate (eva) total parenteral nutrition (tpn) bags were leaking from an unspecified location. The leaks were discovered during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 ¿ november 6, 2023. H11: two devices and four photo samples were received for evaluation. A visual inspection was performed on the photo samples, and leakage from the administration spike port bonding area was observed. Visual inspection of the actual devices did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the devices, and leakage from the administration spike port bonding area was observed. The reported condition was verified. The cause of the leak was most likely due to incorrect bonding from inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.